Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to devices under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: during procedure before access the device he tried to dilate with step dilation 16-18-20-22fr as smoothly insertion. But when zteg-2pt-36-157-pf was inserted into the patient's groin, it struck something. Then he pulled back the device and found that the distal sheath was damaged, that was why it could not be inserted inside patient at all. He stopped the procedure and did an angiogram, but did not find any iliac injury. Then he implanted a thoracic stent graft from a different manufacturer with the same size as the defect device but longer than 10 mm. Patient outcome: good condition and procedure is successful.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# pr241321. G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: prior to insertion of the zteg-2pt-36-157-pf the physician dilated with step dilation 16-18-20-22 fr. Then the device got stuck when it was insert into the patient groin. The device was removed from the patient and the customer found that the sheath tip was damaged. The device was replaced with another device and the procedure went successful. The device and post-procedure images, showing the sheath tip damage, were provided for the investigation. The device was returned with clear evidence of biomatter on the sheath and dilator tip. It was inspected visually and under light microscopy and showed a damaged sheath tip along with scratches on the dilator tip. The sheath tip damage on the provided imaging from the customer was confirmed based on the investigation of the returned device. Additionally, endograft planning with 3d cta reconstruction, centerline reconstruction and angiography was provided and reviewed. Imaging of the complaint event was not provided and therefore, advancement difficulty could not be confirmed by the imaging review. However, the reviewer found that "the right illiac artery was severely tortuous. Based on the angiogram the tortuosity index was severe at 1.8 (156mm iliac path length/86mm straight-line from common iliac artery orifice to the external iliac origin). A tortuosity index is greater than 1.2 is severe. Because the angiogram can only measure the centerline in two planes, the measured centerline was shorter than would have been measurable on cta. Consequently, the tortuosity index would have even been greater on cta. On angiography, the right eia was severely irregular from plaque. Some of the plaque was densely calcified on cta and although the quantity of densely calcified plaque on cta was mild, the moderate size and dense plaques could have all caught on the sheath dilator transition ". The imaging reviewer's impression is "although the artery was serially dilated with jcds dilators, dilation was not performed to the delivery system outer diameter or with a similary sized sacrificial peel away sheath". Per the reported event description and additional information the customer had to dilate the access vessel up to 22 fr (7.33 mm) before inserting the complaint device. The diameter at right common femoral artery (rcfa) before dilation was reported to be 7.3 - 7.9 mm, whereas the diameter after dilation was not known by the customer. The outer diameter on the introducer sheath is 8.5mm according to the IFU. The section "2 intended use" in the IFU describes that "the device is intended for use in aortas having vascular morphology suitable for endovascular repair, including: adequate iliac/femoral access compatible with the required introduction systems". Additionally, severe tortuous anatomy (tortuosity index of 1.8) and a right external iliac artery (eia) that was severely irregular from plaque were found by the imaging reviewer. The cause for the advancement difficulty of the introducer system is most likely due to patient anatomy. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.